Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the medical staff found that the patient was breathing rapidly, pulse oxygen decreased to 80%, the tidal volume of the ventilator was decreasing for about 1 to 2 minutes, and the endotracheal tube's cuff pressure was low, decreasing, which was considered to be a leak in the cuff. After the tube was removed, the sound of leakage could be heard when it was inflated again and a tear was found. The patient was unplanned to be removed from the ventilator, was reintubated, and resulted in a prolonged ICU stay. The patient was stable.